Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating stop of ventilation. The service engineer replaced the breathing control printed circuit board (pcb) according to the recommendations in the service manual and returned it for further investigation. The ventilator was returned to the customer after passed functional tests. No device logs were received for evaluation. When tested in the reference ventilator several problems appeared including the technical error code for a control error during startup. Generated technical error codes and messages indicate a hardware memory problem. The problem was not permanent. If a defect related to the reported error codes appears during ventilation, ventilation may stop and audiovisual alarms will be generated. If the fault condition appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The conclusion in this matter is that the reported problem could be confirmed. An incipiently bad memory component may be the cause, but this wasn't established.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating stop of ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).